Event description:
It was reported that the patient never had therapeutic effect, and experienced a decrease in therapeutic benefit at night, leading to a loss of bladder control. It was noted that the patient slept on a magnetic mattress. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 3037 serial# (B)(4), lead model 3093-28 lot# v598830 implanted: (B)(6) 2011 explanted: na.